Manufacturer narrative:
Physio-control advised the customer that their device cannot be repaired and is longer under warranty. Physio recommended to replace the device. The removed device was further evaluated by stryker product analysis center (pac). The reported issue could not be duplicated or verified . The cause of the reported issue was determined to be due to product aging.

Event description:
The customer contacted physio-control to report that their device had a service wrench in its readiness indicator. Upon initial evaluation stryker observed that the internal hybrid layer capacitor (hlc) batteries had completely depleted. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench in its readiness indicator. Upon initial evaluation stryker observed that the internal hybrid layer capacitor (hlc) batteries had completely depleted. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no reports of patient use associated with the reported event.